Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient has visited the hospital several times, due to high blood glucose (bg) levels of between 200 to 300 mg/dl, while wearing the pod on the abdomen. Hyperglycemia treated by using a manual injection and applying a new pod. No other information was provided on this event.